Event description:
Hard lumps; granuloma on lower face and chin; granulomas [injection site granuloma], sickness with a viral illness; sick [viral infection], rha3 into lower face and chin, nlf, marionette lines [off label use]. United states report received from a healthcare professional on 26-aug-2021. A physician's assistant reported that a female patient of unknown age received rha3 and rha4 for an unknown indication, on an unknown date in (B)(6) 2021; dose and frequency were not reported. An unknown volume of rha3 and rha4 was applied to the patient's lower face, chin, nasolabial folds, and marionette lines using an unknown injection technique. It was not reported if a cannula or the needles from the box were used for the administration of rha3 and rha4. It was reported that this was the patient's initial injection. It was reported that rha3 was injected superficially and rha4 was injected deep. The patient had no history of previous filler use. Medical history included rha2 use in the nfls, marionette lines, and chin on an unknown date approximately 6 months prior to the time of the report. Previous cosmetic procedures, concomitant medications, and food supplements were not reported. Previous vaccinations included a covid-19 vaccine approximately nine months ago. On an unknown date in 2021, the prescriber stated that the patient developed sickness with a viral illness, as well as hard lumps, which the patient later clarified to be a granuloma formed in the patient's lower face and shin. The patient stated that although it was not visible, the patient could feel it. The patient clarified that she was not sick with covid-19. As treatment, the patient's healthcare professional advised the patient to massage the area and the patient reported improvement with massage. The physician plans to follow-up with the patient in one month to assess the condition of the granuloma and treat the event if needed. The outcome of the event of injection site granuloma was recovering/resolving. The outcome of the event of viral infection was not reported. The product was not available for return. (B)(4). No additional information was available at the time of this report. This case is linked to (B)(4) (same patient). The patient was injected with rha3 and rha4 and experienced the adverse events described in this report and the linked report(s) to comply with medical device regulatory reporting requirements.